Event description:
Info received that the nurse call was not working when you try to activate from bed. No injury alleged.

Manufacturer narrative:
Tech found that the nurse call function was not working when you try to activate from bed as the sidcom board was bad and needs to be replaced. Replaced sidcom board to resolve this issue. Bed location - 5th floor bed shop.